Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 failed and was unable to open due to a misaligned latch sensor. A field service engineer (fse) noticed that bumpers were missing in drawers 3.1, 4.1, and 4.2, replaced the bumpers and repositioned the light sensor in drawer 3.1. The customer successfully recovered the drawer and manually tested the open and close functions on drawers 3.1, 4.1, and 4.2, all of which passed. The customer then logged in and verified the medication inventory in drawer 3.1, confirming proper functionality. All drawers and slides were tested to ensure functionality. The top cover was opened to inspect connections in the electronics drawer, and the fse removed dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure. The customer tried to recover the drawer by rebooting the station, but the issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.